Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve implantation with the evfxplus-34, a pre-implant balloon valvuloplasty was performed due to calcification using a 22mm non-medtronic balloon. Heparin was not administered until just prior to the valve implant, and the implanting physicians did not wait three minutes or obtain an activated clotting time before proceeding. Subsequently, the patient's left coronary artery closed due to a clot, which was attributed to a lack of proper anticoagulation. The patient experienced a myocardial infarction with coronary occlusion, leading to cardiac arrest and death. No further treatment or intervention was provided or planned.

Manufacturer narrative:
Updated data: b5. Second paragraph added d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve implantation with the evfxplus-34, a pre-implant balloon valvuloplasty was performed due to calcification using a 22mm non-medtronic balloon. Heparin was not administered until just prior to the valve implant, and the implanting physicians did not wait three minutes or obtain an act before proceeding. Subsequently, the patient's left coronary artery closed due to a clot, which was attributed to a lack of proper anticoagulation. The patient experienced a myocardial infarction and coronary occlusion, leading to cardiac arrest and death. No further treatment or intervention was provided or planned. Additional information was received which confirmed that the valve did not move and occlude the coronary artery. A diagnostic catheterization was performed. The patient had a percutaneous coronary intervention two days before valve implant with a stent placed. Per the physician, the cause of death was coronary occlusion with cardiac arrest, and the delivery catheter system can be excluded as a contributing cause. Additionally, per the physician, the patient had pre-existing severe coronary artery disease and an ejection fraction of 15% which contributed to the death.